Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date after placement of the peg with peg-j tubes, the patient reported that she was diagnosed with stoma site inflammation and stoma site discharge by her physician. The patient was treated with 500mg of ceclor daily for seven days from (B)(6) 2017. On (B)(6) 2017 during a nurse visit, it was reported that the stoma site inflammation and stoma site discharge resolved.